Event description:
It was reported that high impedance was detected on the patient's generator. No known relevant surgical intervention has occurred to date. No further relevant information has been received to date.

Event description:
It was reported that the patient underwent replacement surgery due to high impedance. The hospital historically discards explanted products. No further relevant information has been received to date.